Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular procedure, which completed after the stand stopped on its own before anyone could do anything. The philips field service engineer (fse) inspected the system on-site and confirmed that the stand was moving on its own. Upon troubleshooting, the fse found an intermittent issue with the table-side control. To resolve the issue, the fse replaced the table-side control. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm stand was moving on its own. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.